Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 in order to treat uterine prolapse concurrently with repair of cystocele, rectocele, and enterocele and vaginal vault prolapse. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, cystocele, rectocele, enterocele and pelvic organ prolapse and mesh was implanted. It was reported that post implantation, the patient experienced exposure, discharge and foul odor. It was reported that the patient underwent removal of exposed mesh on (B)(6) 2012. (B)(4).